Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the healthcare provider reviewed a merlin.net transmission and discerned the patient¿s pacemaker was exhibiting loss of capture. It was then determined the patient was experiencing loss of energy. The healthcare provider was advised to bring the patient into clinic to perform tests and to rerun autocapture. The patient is expected to be brought in to clinic for these purposes. No further information was available.

Event description:
New information received notes that programming changes were made, the patient was stable thereafter, and the patient weighed (B)(6).